Event description:
On (B)(6) 2013, the reporter contacted animas stating a few weeks ago the patient experienced a blood glucose (bg) value of 628mg/dl with vomiting, dehydration and nausea. The patient reportedly was in diabetic ketoacidosis (dka) and was hospitalized. The patient reportedly was treated via intravenous insulin and went on a back-up plan. The reporter stated she is unable to troubleshoot due to a moisture issue. The pump is reportedly being returned for troubleshooting. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy. It was unclear whether or not the pump was a contributing factor to the patient¿s reported bg excursion since troubleshooting could not be performed.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. Unable to investigate due to previously reported unresponsive keys. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.